Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was unknown but estimated to be between 70 to 80 mg/dl. The customer stated that the act button was unresponsive, and she did not remember what led up to the keypad issues. No significant events leading to the keypad issues were observed. She noted that she had not eaten for a while and was running errands. Advised replacement of the insulin pump. She reverted to using an old insulin pump, which alarmed battery out limit after the batteries were kept out of the device for greater than the duration allowed by it. She was advised that this was normal device behavior. The blood glucose reading was 177 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing and was received with operating currents within specification. However, the insulin pump had intermittent buttons due to corroded keypad traces. The insulin pump had cracked case at display window corners, display window, reservoir tube, and reservoir tube lip. Minor scratches were noted on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.